Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 650 mg/dl. Customer blood glucose reading while admitted was 350 mg/dl. Customer had diabetic ketoacidosis. The cause of the high blood glucose reading was unknown. Customer was treated in the hospital. Customer was dispatched on (B)(6) 2020. Customer admitted was admitted in the hospital by a friend. Customer was admitted 3 weeks in the hospital. Customer was treated with intravenous therapy. The auto mode feature was not active. The product will not be returning for analysis.